Manufacturer narrative:
The retrospective analysis has not indicated any technical failures or erroneous operation of the system. Treatment parameters were in line with typical range. The system performance was found to be to spec and as expected. No new risk recognized and current mitigations to the above risk were in effect.

Event description:
In a brain treatment of essential tremor the patient reported numbness along the edges of index finger and thumb and slight numbness just inferior to his lower left lip, that slightly subsided throughout treatment but still existed at the end of the treatment.